Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing, resulting in inappropriate pacing on the atrial channel. It was also noted that the p-waves were quite small at 0.4mv while sensitivity was programmed to fixed at 0.5mv. An email was sent to the clinic recommending further review of the pacemaker and ra lead. No adverse patient effects were reported. The lead remains implanted and in service.